Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image was present during testing. However, a visual inspection of the device revealed dirt and scratches on the metal contact points. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the image on his olympus endoeye flex deflectable video scope suddenly blacked out during a procedure. According to the initial reporter, he restarted the monitor and the image reappeared, so he continued until the image blacked out a second time. At that time, the user replaced the subject device with another and completed the procedure without any harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: because the electrical contact of the video connector was scratched or dirty, the communication state temporarily became unstable between the electrical contact of the video system center and the electrical contact of the video connector. By plugging and unplugging the video connector while the system was on, temporary or repeated overcurrent flowed, causing the communication state to temporarily become unstable. The image output signal was temporarily unstable due to the sudden application of static electricity or overcurrent. Regarding the application of overcurrent, etc., there is a possibility that it may be caused by attaching or detaching with the system power on, overcurrent from other devices or electrical wiring, or adhesion of dust or moisture to the electrical contact of the system and the video connector. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates that the event occurred during a therapeutic laparoscopic procedure.